Manufacturer narrative:
Date initial report sent: 06/30/2008.

Event description:
Procedure type: lap chole. According to the rptr: during surgery, the seal broke and fell into the cavity. It was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.